Event description:
A malfunction was reported and the issue did not cause the customer's blood glucose levels to exceed 500 mg/dl, indicating there was no adverse impact on the blood glucose level. The customer was informed that the pump needed to be replaced, and a replacement pump was provided, ensuring continuity of insulin delivery.